Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump displayed two error code alarm messages. Further inspection found that one of the real time clock lithium batteries had a lead not soldered. It was determined that one of the error codes was due to customer damage. The clock lithium battery lead was soldered and the pump's software applications were reinstalled. Based on the evidence, the complaint was confirmed. The root cause was attributed to customer damage and the clock battery lead.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.